Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right ventricular (rv) channel which lead to inappropriate shock. The patient was one day post implant. It was believed that the rv lead was loose in the header of the ICD. The patient's tachy therapy was to be deactivated until intervention could be performed. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this product was explanted and replaced with a competitor's product. No further adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.